Event description:
The customer reported the unit does not work on ac power. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A philips fse evaluated the device and verified the failure. The issue was diagnosed as an ac power supply failure. The ac power supply was replaced to resolve the issue.